Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, when they hooked up the vasoview hemopro endoscopic vessel harvesting system, it started heating up on its own and actually melted the jaws. There was no pt injury since it happened before inserting into the leg. A new kit was used to complete the procedure. The product will be returned.

Manufacturer narrative:
Method - the device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is received and the investigation is completed. Internal file number - (B)(4).